Event description:
In 2008, abbott point of care was contacted by a customer who reported using an I-stat chem 8 cartridge yielded a hematocrit result of 14.0 %pvc. The customer stated, the nurse did not follow hosp protocol, which called for the test to be repeated. As a result, the pt was unnecessarily transfused. Controls and a small correlation was conducted on the analyzer and the I-stat analyzer and cartridges performed according to spec.